Event description:
Customer reported poor image quality, and no patient info displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and could not reproduce the reported problem. System operates as intended.